Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returning.

Event description:
It was reported that during temperature management therapy the ivtm thermogard was unable to re-warm the patient at the rate of 0.25/hour. The temperature reached 34 degrees celsius then the patient's temperature went back down to 33.4 degrees celsius. The rate was increased to 0.50/hour, which started warming the patient. No information on the patient was disclosed. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. Field service serviced the console at customer site. The console was functionally and electrically tested and no issues were observed. The console performed to manufacturer specification. Therefore the reported complaint of unable to warm the patient at the rate of 0.25 degree/hour was not confirmed.